Event description:
It was reported the patient's blood glucose level rose up to 394 mg/dl while wearing the pod between 4 and 24 hours. Elevated blood glucose levels occurred despite multiple delivery attempts. When removed from the infusion site (location not specified), the insertion site appeared red and there was blood in the cannula and on the adhesive. The patient also experienced pain at the site. No medical intervention was reported. The patient was able to successfully resume treatment with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_androidomnipod software app version: 4.0.2operating system: ap3a.240905.015.a2.s901usqs8fyf2hardware: sm-s901ucgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.